Manufacturer narrative:
Correction g8 - manufacturer report number should have started with 2017865 not as submitted (3006705815-2025-01398) and MFR report number should have been - "cfn-based".

Manufacturer narrative:
Correction - d3 and g1 - manufacturer information should have been reflecting sylmar site.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the left ventricular lead failed to be separated from the guidewire and the insulation was found to be damaged. The left ventricular lead was not used and replaced. The patient experienced no consequences.

Manufacturer narrative:
The reported event of lead failed to be separated from the guidewire and insulation damage was confirmed. As received, a complete lead was returned in one piece for the analysis, while the guidewire was not returned. Visual inspection found the connector was pulled / separated from the lead body and the inner coil was bent and stretched consistent with procedural damage. Guidewire insertion test was unable to be performed due to the inner coil being bent. The cause of the reported event was due the inner coil being bent, stretched, and the lead body being pulled separated which is consistent with procedural damage.